Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2004 due to urinary retention secondary to sling procedure.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient experienced severe genuine urinary stress incontinence, and underwent surgery on (B)(6) 2010 with advantage [boston scientific]. The patient underwent mesh excision on (B)(6) 2012 due to urethral mesh erosion and urinary incontinence. The patient experienced urinary retention and underwent sling lysis and closure of urethrotomy on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent urethrovaginal fistula repair on (B)(6) 2013 and (B)(6) 2014. No additional information was provided. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary urgency, hematuria, urge incontinence, urinary frequency and difficulty to urinate. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary urgency, hematuria, urge incontinence, urinary frequency and difficulty to urinate.